Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1bxgq, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said something was wrong with their first device; it was something about the lead wasn't communicating. As a result of what was reported, everything was changed out. No accidents or falls were reported. Additional information was received from the manufacture representative (rep) who indicated that the healthcare provider (hcp) thought the patient's other issues were causing bladder symptoms to worsen. The rep noted the patient is scheduled for a lead to be placed on the contralateral side in attempts to regain therapeutic effects. No further patient complications have been reported as a result of this event.